Event description:
It was reported the patient was not receiving effective stimulation. X-rays showed the patient's lead had migrated. The patient underwent lead revision on (B)(6) 2014 where the lead was repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.